Manufacturer narrative:
A product investigation was completed: the received retaining sleeve was returned with half of the first two threads are broke off from the distal tip. Because of the damage the complaint relevant dimensions cannot be checked to print specifications anymore. The review of the device history record of the present retaining sleeve showed that there were no issues during the manufacturing of the product that would contribute to this complaint condition. Manufacturing and inspection record indicated no problems with the lots in question. Based on the provided information we are not able to determine the exact cause of this complaint. It is likely that the threads of the retaining sleeves were damaged by a loose prime lock connection between the retaining sleeve and the screw during the insertion. Such a loose connection, in combination with high lateral stress, can lead to a breakage of the thread. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted / explanted. (B)(6). Device history records review was completed for part# 03.632.036, lot# 6778548. Supplier: (B)(4), release to warehouse date: dec 30, 2011. Additional release to warehouse dates: nov 15, 2013, sep 24, 2014 and oct 13, 2014. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported on nov 21, 2016, reported devices broke during the initial surgery. No delay to surgery time was reported. Surgery was completed successfully. Patient outcome was reported as good. This report is for one (1) holding sleeve-long for matrix. This is report 2 of 2 for (B)(4).